Event description:
New information received from the patients attorney that prior to the lead being placed out of service, the patient received inappropriate therapies.

Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert. Noise was observed. Upon interrogation, low impedance was found. Dft testing was performed and therapies were aborted due to possible hv lead issue. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector segment was returned for analysis. External insulation abrasion was noted at 13.1 - 13.6 cm and 16.1 - 16.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.